Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a mildly tortuous and moderately calcified right coronary artery. The 2.5x15mm maverick 2 monorail balloon was being used for predilatation and was not advanced through a previously placed stent. On the first inflation the balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
The customer stated imprecision was observed while testing a patient sample on the architect analyzer. Architect cea results of 10 and 8 ng/ml were generated on the patient sample. The cause of this issue was attributed to the architect reaction vessel lot number 65386p100. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
It was reported that following shoulder surgery, the pain pump that had been placed stopped working. The pt continued taking the oral medication that had been prescribed at the time of discharge.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A technician reports tracking difficulties during bilateral refractive surgery on a pt with very dark pupils. This report is for the right eye, the left eye is being reported under MDR #1061857-2009-00005. During surgery on the right eye, the system kept losing track, the operator would reacquire track on the eye and continue with the procedure. At 95%, the system lost track again and the surgeon elected to proceed with the fellow eye. Add'l info provided by the facility indicates there was no visual impact to the pt's right eye.